Event description:
It was reported that during unpackaging of the 4x40 xpert stent system, the physician noted that the stent had partially deployed. The stent system was not used and there was no patient involvement. A new xpert stent system was used successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported premature deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.